Manufacturer narrative:
Investigation pending.

Event description:
Caller alleging imprecision on two meters. Initial reading 1.6. Repeat on different meter 2.0. Patient's therapeutic range not provided. No serial numbers were provided for the two meters. No lot numbers were provided.